Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the hcp indicated that they had done an MRI of the patient's head yesterday and the handset communicated before and after the MRI scan. Today they did a head scan and turned the ins off prior to the scan and following the scan the handset would not connect to the ins. During the call the handset was connecting to the communicator. The hcp confirmed that they were using the my therapy app. Tss had the caller reposition to the communicator several times and each time the handset did not find the ins. The hcp indicated that they attempted to communicate with the ins for about 10 minutes prior to calling. The caller was able to feel the implanted device and indicated that they had the communicator over the ins. The issue was not resolved through troubleshooting. Tss transferred the caller to nas to page a rep. No patient symptoms reported. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.